Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001).

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle had poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "when the blood collection teacher used the straight needle to collect blood, when the first blood collection tube was extubated, the rubber sleeve at the tail of the straight needle could not rebound normally, resulting in a large amount of blood leakage, which caused complaints from patients and the blood collection teacher the strong dissatisfaction. This batch of needles has had many problems with the tail rubber unable to rebound. In this regard, clinical operators strongly suspect that the batch of straight needles have quality problems.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle had poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "when the blood collection teacher used the straight needle to collect blood, when the first blood collection tube was extubated, the rubber sleeve at the tail of the straight needle could not rebound normally, resulting in a large amount of blood leakage, which caused complaints from patients and the blood collection teacher the strong dissatisfaction. This batch of needles has had many problems with the tail rubber unable to rebound. In this regard, clinical operators strongly suspect that the batch of straight needles have quality problems.¿